Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: it was reported by customer that the device got disconnected from the patient lumen. Material #515070 lot #unknown "we had an issue with the phaseal connector / spin collar on an inpatient" the device got disconnected from the patient lumen, and the patient had chemo flow into the bed for an hour until discovered by nursing. I have the clam shell piece and the chemo bag with the adaptors for review by bd. They are hazardous and contaminated and in a hazardous chemo bag. Please advise next steps ¿ we are completing an FDA medwatch as well"

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and one physical sample were provided to our quality team for investigation. Through visual inspection, no damage or defects can be observed on the optima injector or luer threading that may have lead to the reported disconnection. The injector was able to securely attach to a compatible luer connection without any issues. Dimensional testing confirmed that the injector¿s luer met all required specifications. A device history review was performed for lot 2407309, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this concern. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information, we were unable to identify a root cause linked to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Follow up for additional information see b tab correction: see d tab e code updated.

Event description:
Additional information you are correct it is the n40-o locking luer adapter. These are what we specifically use on 24 hour infusions and/or inpatient infusions. Patient did not receive the full dose from the disconnection occurring. The patient and physician are aware and no serious patient harm occurred.

Manufacturer narrative:
Follow up for correction: date of event: 06/23/2025. See b tab.